Event description:
It was reported that dib00 iol (intraocular lens) could not deploy properly in the patient eye. Iol came out the wrong way / wrong side. Iol was fully inserted into patient eye and then was removed and replaced. Both iol had the same issue. Reportedly doctor had to manually load the iol into the patient eye. Patient vision post-operative is 6/15 unaided. No further information available.

Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Catalog number: a complete catalog # is unknown, as the serial number was not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: a complete UDI number is unknown, as the serial number was not provided. Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter email address: unknown/not provided. Initial reporter telephone number: (B)(6). Device manufacture date: unknown. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Since the serial number is unknown, the complaint history review could not be performed. Conclusion: since the sample of the complaint product was not returned, and serial number is unknown, it is not possible to determine a malfunction and/or product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.